Event description:
Rvtip to rvcoil (right ventricular tip to right ventricular coil) lead impedance warning on (B)(6) 2023 possible atrial under sensing noted on current egm (electrogram). Chronically low p-waves noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146405.